Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-77485. (B)(4).

Event description:
The customer's father reported via phone call that they have had several incidents where they fill the reservoir with insulin and then the insulin pump alarms motor error and after changing the reservoir, alarm does not occur again. It was stated that there was son resistance moving the plunger when filling the reservoirs. Blood glucose value was 120 mg/dl. It was advised to call back when they are able to troubleshoot. Product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were found.